Event description:
Customer reported a pt tampered with the pca module and over dosed on hydromorphone. Pt is a known drug abuser, was receiving pca hydromorphone and had tampered with the lock mechanism on a pca module so that it needed to be replaced. A different pca module was obtained and in use at the time of the overdose event. The customer stated hydromorphone was in a 35ml monoject syringe with detachable plunger. During the infusion, the pt inserted some object (possibly a key) into the pca module plastic enclosure and rotated the plunger rod so that it detached from the syringe barrel. The plunger rod remained in the plunger grippers and the syringe flanges remained in the barrel flange gripper so there was no alarm. The pt detached the male luer of the IV set from his IV access and applied suction causing the fluid to drain from the syringe barrel. The customer thinks the pt drank the medication. The pt was found by the nurse, suffered adverse outcome (not specified) and was transferred to ICU. The customer believes the pt will be alright. Although requested, no further pt/event info provided.

Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.